Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured on the first inflation at 10 atmospheres. The procedure was completed with the same device. No patient complications were reported and the patient was in good condition.